Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a protruding drive support cap and alarmed compromised force sensor system. The customer stated that she was priming the insulin pump, and the device made a funny noise. She stated that insulin was squirting out during the manual prime process. The customer did not know the blood glucose reading. She was advised that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.